Event description:
It was reported that a high drain 105, indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode) alarm, occurred after use on the home choice (hc). The care giver (cg) stated the home patient (hp) had been switching between 1.5% dextrose solution and 2.5% dextrose solution. The technical service representative (tsr) arranged for the device to be returned and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received operational and the device logs were successfully downloaded and reviewed. The reported condition was confirmed during device log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. External / internal inspection was performed and passed. A check of the pneumatic system found the pneumatic system working to specifications. A short simulated therapy was performed and passed successfully. No failure or malfunction was identified with the device that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition was determined to be one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.